Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer¿s blood glucose level was unknown. The customer stated that they had blotches on the screen it was alarming but does not know what it reads. The customer troubleshooting was performed and was advised to insert new aa battery and display did not return after pump restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions until new battery cap arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank non-flashing white lcd display with horizontal black lines due to cracked lcd glass. Unable to perform the self and the displacement test due to display anomaly.